Event description:
It was reported that during a surgical procedure, the permanent cautery hook instrument sparked. The instrument was replaced and the procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation determined that the instrument had previously arced. Evidence of an arc track was observed at the gooseneck. The customer observation of "the instrument sparked" was likely the customer's interpretation of the arcing at the gooseneck of the monopolar hook.